Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Suspected false positive sars result for 1 asymptomatic consumer. The consumer believes the result should have been negative because they were no longer symptomatic. No confirmatory testing had been completed. An additional consumer event was communicated which is captured on a separate report.